Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call that the act button was not responsive. The customer's blood glucose was 326 mg/dl at the time of incident. The customer also reported that she was not able to do bolus due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.